Manufacturer narrative:
The information in the complaint form from our customer did not contain sufficient information for barco to determine the technical and clinical circumstances that have led to this event. We were not able to determine the root cause. We have attempted 3 times to receive more information that would allow to determine the technical and clinical causes but we received no feedback.

Event description:
"Customer reported that during a procedure "the image on the screen wasn't suitable." The surgeon "reported that the blood on the video was actually bile which is green." "This colour of the fluid looked blood like" but surgeon "said when it came out of the suction it was green." The surgeon stopped laparoscopic approach and moved to an open procedure."